Manufacturer narrative:
It was reported that while an optease attempted to insert into a brite tip sheath, the distal tip of the sheath became a fish-mouth-shape and the device could not be delivered. Therefore it was replaced with a new optease and the procedure was completed successfully. There was no reported patient injury. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. Upon analysis of the returned device, a frayed/split/torn condition of the distal tip was observed. Analysis of the returned device noted that one non-sterile optease was received in a plastic bag along with its 6f sheath introducer, its 6f vessel dilator and its obturator. Per visual analysis it was noticed that the tip of the received sheath introducer was found frayed/split/torn. No other issues were found or damages were noted on the received devices nor on the received filter. The unit was measured near to the tip separated condition and the inner and outer diameter results were found within specification. The received unit was inspected under microscope and evidence of elongations was observed at the surrounding areas of the frayed/split/torn portion of the tip. Also sem analysis was performed for which results showed that the cannula tip presented a frayed/split/torn condition and evidence of elongations and abrasion marks were observed at the surroundings areas of the tip split conditions. Elongation is a common characteristic of pieces which were stretched / pulled until separation. Based on the available evidence, it is very likely that frayed condition found on the cannula tip was a result of the interaction with an unknown object that cause the observed material deformation. No other anomalies were observed that could have influenced to the reported event. A review of the manufacturing documentation associated with lot 17335402 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿fish-mouth-shape¿ was confirmed to be a frayed/split/torn condition of the distal tip of the cannula. While the exact cause could not be conclusively determined, it is possible that procedural factors contributed to the event as evidenced by elongations and abrasion marks noted at the surrounding areas of the split condition. Neither the device history review nor the analysis of the returned device suggests a design or manufacturing cause for this event; therefore, no corrective action will be taken at this time.

Event description:
It was reported that while an optease attempted to insert into a brite tip sheath, the distal tip of the sheath became a fish-mouth-shape. The optease could not be delivered. Therefore it was replaced with a new optease and the procedure was completed successfully. There was no reported patient injury. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The product will be returned for analysis. This complaint was initially not reportable however, after fal analysis, the tip of the received sheath introducer was found frayed/split/torn.